Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Customer blood glucose was 201 mg/dl. Customer stated symptoms related to high blood glucose that were vomiting and migraine. Customer was treated with insulin drip for diabetic ketoacidosis. Customer was using insulin pump within 48 hours at the time of event. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for the further analysis.